Event description:
It was reported ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin usage. There were frequent occlusion issues and the customer reverted to an alternate method of insulin therapy.